Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient contact called in regarding m31 air detected in cassette during fill 4 of 4, vol1591/2000ml. During troubleshooting with technical support the patient contact confirmed there was a fluid leak observed from the cycler door and tubing set. It was advised that the patient notify the peritoneal dialysis nurse of the fluid leak. Additional information was solicited.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."